Manufacturer narrative:
Batch review performed on 30 october 2018 lot 171804: (B)(4) items manufactured and released on 30 june 2017. Expiration date: 2022-06-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional component revised: gmk-sphere 02.12.0213fl tibial insert fixed sphere flex #2/11 mm l ((B)(4)), lot 144590: (B)(4) items manufactured and released on 26 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a first revision surgery 3 months after primary: the poly was swapped and the patella was resurfaced [complaint (B)(4)]. Now, 5 months after primary surgery, a second revision surgery was performed due to pain. The cause of pain is unknown. The surgeon revised the femur and insert. The surgery was completed successfully.